Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Two devices were received for evaluation; 2 events were not confirmed during testing. Two device evaluations resulted in the finding of no metal debris or indications of metal debris. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 2 </noe> malfunction events, in which the device was reportedly shedding metal debris. There was no patient involvement; no patient impact.